Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 419388 lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported a patient alert occurred. Review of device information noted an alert for out of range atrial impedance. A lead integrity alert (lia) was later triggered due to impedance fluctuations and high rate non-sustained events. Isometrics were performed and were able to product right atrial (ra) lead and right ventricular (rv) lead noise and oversensing. The rv lead was reprogrammed tip to coil and no noise or oversensing was observed. The patient is scheduled for explant and replacement of both leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.